Manufacturer narrative:
Due character limit e1 contact person name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the training the cardiosave intra-aortic balloon pump (iabp) was alarming system failure. Device tested with a 40cc balloon, it does not alarm system failure but does alarm autofill failure every time with the event logs showing fill fail ¿ iab disconnect. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: b5, h6 investigation findings, component code. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. However, the repairs are still ongoing. The front-end board was suspected to be faulty and was replaced at some point. The 30 psi calibration was carried out, but the all-manifold test continued to fail on the fill manifold. Based on one of the attached service reports, the helium fill manifold assembly (0104-00-0014) was replaced. The front-end board was suspected to be faulty and was replaced at some point. The 30 psi calibration was carried out, but the all-manifold test continued to fail on the fill manifold. It is unclear if any other parts that were swapped were left in/replaced. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during a training, the cardiosave intra-aortic balloon pump (iabp) had a fault 124 and an iab disconnect alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields- b4, d9, e1 (event site email), e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected field- e1- event site telephone, h6- medical device ¿ problem code. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. However, the repairs are still ongoing. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.